Manufacturer narrative:
The biomedical engineer reports that the main unit for the bedside monitor is black and no video is showing. The biomedical engineer stated that the touch screen was working and that the bedside monitor was able to be successfully monitored at the cns (central monitoring system). The device was returned for evaluation and issue was able to be duplicated. The inverter pc board was replaced to fix the issue. The touch screen and touch screen packing was replaced as the touch screen was unresponsive and would not calibrate. The unit was tested and per the service manual, all steps in the maintenance check sheet were completed. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The biomedical engineer reports that the main unit for the bedside monitor is black and no video is showing. The biomedical engineer stated that the touch screen was working and that the bedside monitor was able to be successfully monitored at the cns (central monitoring system).